Event description:
To a mildly calcified lesion at leg below knee, an unknown guidewire was advanced, an unknown balloon catheter was advanced over the guidewire, then the guidewire was exchanged with a confianza pro 12 guidewire. When this latter guidewire was advanced, insertion difficulty and resistance was felt, guidewire was pulled out. Upon inspection, breakage of coil tip end was observed.

Manufacturer narrative:
Tip approximately 0.5mm of the coil of guidewire was separated, but the core wire was entire to the tip end, though slight bent was observed at 1mm from tip end. Lot history review revealed no anomaly and no other incident report for this lot product. It is supposed that the guidewire tip was damaged during insertion into the balloon catheter or thereafter by unidentified cause, and along with pullback manipulation, coil tip was stretched and broken off at nearby the tip end. Warning section of IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged."